Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the patient was misinformed after their ride home after the surgery that the device was off - it was not. The newly placed spinal cord stimulator was off. She misunderstood. To resolve the issue that patient had the d/c (unsure what this stands for) instructions given to them in writing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urin ary/bowel dysfunction. It was reported that they had a spinal cord stimulator put in today ((B)(6) 2024) and that they turned off their device for the procedure but now the communicator wouldn't find the device. Patient stated there was something wrong with the co mmunicator. Patient services walked the patient through connecting and the patient received "no device found". Patient services had the patient back out of their application and go into the ins x my therapy application. Patient stated they had previously been in the incorrect application. Patient stated they had the communicator over the ins sit but getting "device not responding." Patient services had the patient confirm the communicator was not plugged in and patient confirmed they had been near their laptop when trying to connect. Patient also had the white side of the communicator down over the ins site and not the all blue side. Patient moved away from any sources of emi and placed the blue side of the communicator down over the ins site and hit retry and the patient was able to connect to their settings. Patient stated the therapy was on and stated "they told me they turned it off for the procedure." Patient services suggested perhaps they had turned the therapy off but then turned it back on afterwards. Patient then increased the stimulation to a comfortable level where patient confirmed feeling the stimulation in the bike-seat. The external devices were functioning as intended. The troubleshooting steps that were taken on the call resolved the issue. Patient services also emailed device re gistration to add the patient's follow up health care provider (hcp) to their record. Documented reported event. No further action was taken by patient services.